Event description:
It was reported that the insulin pump did not alarm no delivery. Customer stated that her blood glucose rose to over 600 mg/dl. Customer removed the set and programmed 5 units and nothing happened. Customer has changed the set and bolused, now she is down to 545 mg/dl. Customer stated that she was feeling thirsty and not feeling well. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.